Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was found ruptured during explant).

Event description:
Company representative reported unknown side "implant was explanted". Healthcare professional later reported right implant was found ruptured during explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as surgical damage. And missing shell observed assessed, as inconclusive. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported, unknown side. "Implant was explanted". Healthcare professional, later reported, right implant was found ruptured, during explant. Device has been explanted.